Manufacturer narrative:
Date of event is an unknown date in 2022. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection of back up instruments on an unknown date, the depth gauge for 2.0mm and 2.4mm screws had a loose needle, two handle with mini quick coupling had issues locking driver shaft, two hold-sl ø2 f/compression/distraction dev did not lock wires, compression/distraction instrument turn knob kept popping off, comp/distraction instr for ulna osteo had a wire stuck inside the device, and a t-handle with quick coupling had a conical extraction screw stuck inside. There was no hospital involvement. This report is for a handle with mini quick coupling. This is report 2 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6: part: 311.01. Synthes lot: 6475327. Supplier lot: n/a. Release to warehouse date: september 14, 2010. Manufactured by: synthes jennersville. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.